Manufacturer narrative:
Exact event date is unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, in the 37th annual meeting of the japanese society of urological endoscopy and robotics, the following information was shared: in clinical trials conducted over a 5-year period after a water vapor thermal therapy procedure, both subjective and objective findings showed good results, with a reoperation rate of only (B)(4). No additional information was provided.

Manufacturer narrative:
H6 evaluation conclusion codes (1): corrected. Exact event date is unknown.

Event description:
It was reported that, in the 37th annual meeting of the japanese society of urological endoscopy and robotics, the following information was shared: in clinical trials conducted over a 5-year period after a water vapor thermal therapy procedure, both subjective and objective findings showed good results, with a reoperation rate of (B)(4). No additional information was provided.